Event description:
It was reported by the patient that "I've been feeling weak" and "like fainting". "I was hospitalized and was told a lead wire may have fractured and will be seen by a specialist. I was told the lead is being squeezed". It was also reported that the patient was hospitalized due to atrial fibrillation. Undersensing was also observed and reprogramming was performed. The physician has not noted any evidence of a lead fracture and the lead was reported to be functioning normally. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.